Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise seen on the ventricular lead, causing short episodes of high ventricular rates. The noise was reproducible with isometrics. The physician elected to keep the programming the same and to continue to monitor the patient, as the patient was asymptomatic and in stable condition with less than 1% ventricular pacing.